Event description:
While measuring on a blood gas analyzer abl735, inaccurately low na values were obtained. No error message or alarm was provided. The customer has informed that there has been no death or injury. Due to the low na values, (B) (4) has been administered to babies in the nicu, but it has been informed that none taken harm.

Manufacturer narrative:
The problem was solved by replacement of a reference membrane. The customer had disposed of the replaced ref membrane but data analysis showed that the ref membrane was defect and was the cause of the problem.